Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2025; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and patient via a manufacturer's representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) (1500mcg/ml at 300mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient said for the last 4-5 weeks they had felt nausea and shaking. At a refill appointment, the amount of drug removed from the pump was not what was expected. As such, the hcp suspected a kink or issue with the catheter, and the patient reported symptoms were due to mild withdrawal. A patient factor that may have been contributory was that they had lost a fair amount of weight which impacted the stability of the pump in the pocket. The date of the refill appointment was unknown, but there was a higher-than-expected amount of drug removed from the pump based on infusion settings. A catheter revision surgery was done and upon opening the pump pocket, it was observed the sutures anchoring the pump were no longer attached and the catheter was kinked, confirming the pump had been flipping or rotating in the pocket. The catheter revision was to correct the kink in the catheter and the catheter was partially explanted and discarded. The issue was resolved at the time of the report.